Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. One haptic was broken in the distal tip area (not returned). The other haptic was bent in the distal area. The optic was torn/split/cracked against the posts and leaning down into the well area of the lens case. The damage appears to be caused by the posts and the lid of the lens case. The reported broken haptic was observed. The returned sample exhibited no evidence of customer handling. The lens damage appears to have been caused by the posts and the lid of the lens case. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective. Additional information has been requested and received stating that the haptic was broken when inside the package and was noticed upon opening. The patient did not present with any symptoms and was not hospitalized for the event. There was no harm to the patient. The surgery was not completed. Additional information has been requested and received stating surgery was performed the next day, as it did not have the same diopter.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)